Event description:
A malfunction alarm occurred with code malf 9, and the customer was unable to reset it initially. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump.